Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead resistance was found to be too high during the operation and the operation was completed by replacing the new lead on the same day. The patient is currently hospitalized for observation.